Manufacturer narrative:
This report is associated with argus case (B)(4); polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental ingestion of product/to swallow the product because the product was melted when checked in the evening [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. A female consumer of unknown age reported that she used polident denture adhesive cream to improve the denture fit and retention and she happens to swallow the product because the product was melted when checked in the evening. She queried if it would be harmful. The consumer did not consent on local privacy law, so no further information would be available.